Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and stenosis are listed in the xience prime, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2014 two xience prime stents, sizes 3.5x23 and 4.0x28, were implanted in the 100% stenosis, heavily calcified distal right coronary artery. On (B)(6) 2016 the patient had paroxysmal chest tightness and chest pain for one day, diagnosed as a myocardial infarction. The patient was admitted to the hospital on (B)(6) 2016. There was 100% restenosis in the 3.5x23 mm xience prime stent found on the angiogram. Percutaneous revascularization with a stent was performed on (B)(6) 2016. The condition resolved on (B)(6) 2016 and the patient was discharged home. No additional information was provided.